Manufacturer narrative:
No device will be returned per customer. The customer refused to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the device displayed a communication error and shut off during an infusion of epinephrine 0.02 mcg/kg/min. The patient's mean arterial pressure fell from a baseline of 60-70 to 40, and a new pump with an epinephrine dose of 0.05mcg/kg/min was initiated in order to stabilize the patient. There was no lasting harm. The biomed inspection of the devices showed a corroded iui on an adjacent device. The iui on the suspect device did not show any signs of corrosion.